Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: on device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. Upon inspection it was found that the upstream occlusion(uso) sensor failed. The uso sensor was replaced.

Event description:
It was reported that it was just back from repair, fails occlusion +27.54psi. The event happened during testing.